Event description:
It was reported that the patient's pump had not been refilled for several months. The patient experienced withdrawals. The patient was treated for the withdrawals with oral medications. They attempted to aspirate from the pump, but there was no drug in the pump to aspirate. When the patient's pump was filled, only 10cc could be injected into the pump. The patient's daily dose was reduced. A pump revision was planned; it was unclear if it had been done. The physician noted that the patient's final outcome was "no injury." The medication being delivered via the device system was morphine.